Manufacturer narrative:
(B)(4) . The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all performed tests were passed.

Event description:
It was reported that while in use on a patient, the ventilator display went blank. The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm or change in therapy. There is no report of death or serious injury associated with this event.